Manufacturer narrative:
Following an internal audit, this report is being submitted.

Event description:
The patient reported that his catheter had slipped down and bunched up. The patient experienced return of pain and nausea. The patient was treated with unspecified oral medication and the catheter was revised. The pump was programmed to deliver morphine.